Event description:
The patient (B)(6) received an scs system including an ipg on (B)(6) 2010. It was reported that the patient could not establish communication with the ipg using two programmers. Surgical intervention was undertaken on (B)(6) 2011 to replace the ipg. No further issues were reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.